Manufacturer narrative:
The service rep could not duplicate dark image. The incident occurred when the customer rotated the c-cradel to a lateral position. Possible dark image is unit tracking up to proper technique. Running slow is column lift and lower. Ran column lift function which appears to be ok. Could not duplicate any noise for pause from column motor power supply. The customer will monitor the unit during further use.

Event description:
The customer reported the system displayed a dark screen and the system was running slow, no pt injury was reported.